Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions and likely due to the implanted clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. After the clip was deployed, a tear was noted in the posterior leaflet, close to the clip. An additional clip was attempted to be used for treatment; however, the mr was not reduced with the second clip; therefore, no additional clips were deployed. The mr was reduced to 1 and the patient was stable post procedure. No additional information was provided.